Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The reported symptom of "system error 322" was confirmed though review of the event history log. It has been determined that the upper and lower aux were the failing components which caused this error. The upper and lower aux were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.